Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found the balloon was damaged during a pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter received. Visual evaluation of the sample noted no obvious defects. An attempt was made to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.012") in the balloon's surface. No missing pieces were noted. This is a failure per the standard which states that pinholes in the balloon are not permitted. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿c. R. Bard, inc. Covington, ga 30014 u.s.a. 1-800-526-4455 www.bardmedical.com manufactured in mexico in vitro testing of bacterial adherence demonstrates that the lubri-sil i.c. Foley catheter coating reduces adhesion of the bacteria most commonly associated with nosocomial utis2 u utis account for 40% of nosocomial infections1 bard infection control system lubri-sil i.c.® ® caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Bard, lubri-sil , and the i.c. Logo are registered trademarks of c. R. Bard, inc. Or an affiliate. *bacti-guard® silver alloy coating is licensed from bactiguard ab. Bacti-guard is a registered trademark of bactiguard ab. U.s. Patent nos. 5,179,174, 5,320,908, 5,395,651, 5,747,178, 5,965,204, and patents pending canadian patent no. 2,016,081; australian patent no. 642,872 ©2006 c. R. Bard, inc. All rights reserved. 1salgado cd, karchmer tb, farr bm. Prevention of catheter-associated urinary tract infections. Prevention and control of nosocomial infections, 4th ed. Wenzel rp, editor. Lippincott williams and wilkins, philadelphia, 2003. ²ahearn d.g., et al: effects of hydrogel/silver coatings on in vitro adhesion to catheters of bacteria associated with urinary tract infections. Current microbiology, 2000, 41:120-125. Pk7602977 12/2006 caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Peel to open 100% latex-free temperature-sensing 400-series foley catheter catheter shaft made of 100% silicone elastomer 100% latex-free warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. Valve type: use luer slip syringe. Do not use needle. With bard® hydrogel and bacti-guard®* silver alloy coating warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Mr released" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found the balloon was damaged during a pretest.